Event description:
It was reported that while using the surgical fiber during a prostate procedure, there was a "connection error, unable to rotate fiber" at 3 minutes and 01 seconds and 13,075 joules of use. The procedure was completed using a second fiber. Patient outcome: "no damages to the patient".

Manufacturer narrative:
Failure analysis for fiber (B)(4): the connector appears in good condition; the connector was able to be connected to the device coupler board; no failure was found with the connector; the fiber shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the metal cap exhibits moderate char and detritus buildup; the glass cap exhibits severe devitrification at the output window; the outer flow tubing exhibits severe contamination, likely biologic. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the product complaint of "connection error" could not be confirmed; a cap fracture was observed; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.